Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock infarction was implanted with an impella rp device for mechanical circulatory support. It was reported during insertion of the impella rp support, the catheter kinked and would not advance. The damaged catheter was removed and replaced, and another attempt was made to insert the impella. During the second insertion attempted, the abiomed 0.27 wire kinked, so a lunderquist wire was used to advance and successfully deliver the impella rp. It was also reported when the 14x25cm peel away sheath was removed, there was bleeding at the groin impella access site. The physician decided to remove the impella and place a 14f x13cm pa sheath to achieve hemostasis and then re-implanted the impella. The patient remained on impella support and was successfully weaned.